Event description:
It was reported the patient's blood glucose level read high (>400 mg/dl) while wearing the pod. When removed from the infusion site, the pod's cannula was found bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.